Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 600 mg/dl at the time of the incident. The customer's blood glucose was 103 mg/dl at the time of call. The customer's blood glucose was 900 mg/dl at the time of hospitalization. The customer stated that they treated her high blood glucose with insulin fluid and saltine crackers. The customer stated that they treated her high blood glucose with manual injections. The customer also reported that she experienced vomiting and swelling. The customer stated that the time and date on the insulin pump was correct and settings were accurate. The customer performed high pressure test and the insulin pump passed. The customer stated that she was not wearing the insulin pump 4 hours prior to the hospitalization. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.